Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported: "the tip of a drill bit broke off in the patient's metacarpal. Surgeon elected to leave the tip in the patient's bone."